Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the arming device (shield reset button) of the 512x would not operate. There was no consequence to the patient.